Event description:
During the da vinci case, the endo-sealer failed to seal causing a blood vessel tear. The endoscopic clip applier immediately opened. The physician's assistant clipped the area per the physician's instruction. Bleeding was controlled per the physician.